Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to inform that they were in hospital due to having for reservoir loading and had high blood glucose level. Customer¿s blood glucose level was 400 mg/dl, at the time of incidence. Customer had vomiting at the time of high blood glucose level. Customer was unsure about damage to the drive support cap. Customer was treat with the manual injection and insulin drip. Customer did not allege that the insulin pump was under delivering. Customer was agree to troubleshoot later on. Customer did not received any insulin flow block alarm and infusion set was working fine. The insulin pump will not be returned for analysis.